Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured and a pinhole was noted at the balloon tip. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.